Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, active current measurement and displacement test. Insulin pump received power error detected alarm due to non-sleep anomaly software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had power error detected alarm. No harm requiring medical intervention was reported. Customer reported with multiple battery error alarms. Customer reported insulin pump had been exposed to temperatures below 41°f. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The device will be returned for analysis.